Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with episodes of over-sensing on the atrial channel recorded by the implantable cardioverter defibrillator. Over-sensing resulted in false atrial tachycardia and fibrillation detection alerts. No interventions were reported. Further information was requested but not received.